Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device exhibited oversensing which terminated recording of a brady event. The device was replaced with an upgrade to an implantable pulse generator (ipg) system. No patient complications have been reported as a result of this event.